Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
On 18th january, 2021 getinge became aware of an issue with hled surgical light. Photographic evidence was showing missing dust covers on spring arms. We are not aware of any injury this has caused however we decided to report the issue based on the potential as detachment of any component may cause risk of contamination of sterile field. It was established that when the event occurred, due to missing dust covers the surgical light did not met its specification and it contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. The manufacturer¿s subject matter experts have investigated the issue. The possible root causes of the issue with dust covers are: non-conformity of the metal covers assembly. Degradation of the metal covers. Improper use (collision with another device). Maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. In the scope of our continuous improvement policy, maquet sas initiated a modification file to include this dust cover fitting procedure in the technical documentations with all spring arms. We believe that all remaining devices are performing correctly in the market. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 18th january, 2021 getinge became aware of an issue with hled surgical light. Photographic evidence was showing missing dust covers on spring arms. We are not aware of any injury this has caused however we decided to report the issue based on the potential as detachment of any component may cause risk of contamination of sterile field.